Event description:
It was reported the patient underwent a right total knee arthroplasty on (B)(6), 2010. Subsequently, patient was revised on (B)(6) 2011 due to infection. All components were removed and replaced. Patient underwent a further revision procedure on (B)(6), 2015 due to aseptic loosening. The patella component was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.there are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿loosening, of the implants can occur due to loss of fixation, non-union, bone resorption, muscle and fibrous tissue laxity or excessive activity can also contribute to these conditions.¿